Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 84-85 mg/dl resulting in the customer fainting; cause of low bg could not be confirmed. The customer's father provided juice and food to initially treat the low bg. Paramedics were contacted to provide assistance; however, no treatment was needed to address bg. The customer continued to use the pump for insulin therapy.